Event description:
It was reported, the customer's insulin pump would not switch off. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.